Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: scope connector cover and outside shield unit is dirty due to water leakage. The most probable cause is traced to component failure indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the small intestinal videoscope exhibited foreign material on the c-cover and dirt on the outside shield unit and on the scope connector cover unit. There was no patient involvement.

Manufacturer narrative:
Updated fields- h2, h6, h11. Corrected fields- h6-investigation findings- c0703 leakage/seal(removed), investigation conclusions- d02 cause traced to component failure(removed). This supplemental report is being submitted to provide the correction and results of the final investigation. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.